Event description:
The large needle driver instrument was returned with no information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was evaluated. Engineering conducted performance testing and recognition and engagement had passed. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Engineering observed dried bio debris surrounding 3 of 4 pogo pins which created some friction during actuation, however, recognition was not affected. Engineering also observed a 1.5 inch long section with light material removal all around the distal end of the instrument main tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.